Manufacturer narrative:
The device was returned without identified device or use problem. Device was received with normal output and telemetry communication. Analysis performed did not identify any functional issues. Longevity assessment found the device was operating above the elective replacement indicator (eri) consistent with normal usage. Additional finding: visual inspection of the header attachment area detected an anomaly between the pre-cast header and titanium case. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
This report is to advise of an event observed during analysis.